Event description:
Pt treated with a plate and screw construct for a distal femur fracture on an unk date. Pt bone noted as healed. Pt developed an infection of the foot that spread to the knee that was reportedly, unrelated to the hardware. Hardware was removed on (B)(6) 2012. Surgeon anticipates total knee replacement at unspecified time. This is the 1st of 10 reports submitted on this event.

Manufacturer narrative:
Device was not returned for investigation. Device history record review found nothing that would cause or contribute to the reported incident. All product met visual and dimensional requirements during mfg and release.

Manufacturer narrative:
Device was used for treatment. Sterilization validation documentation, decision finding protocols, dfps, was reviewed and demonstrated that each of the part numbers included within this complaint had been evaluated for sterilization. The sterilization parameters are consistent with synthes current ifus, and the supporting validations demonstrate that a sterility assurance level, sal, of 10-6 is achievable when the ifus are employed.